Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information reported through the complaint report, a conclusive cause for the reported leak and inflation issue could not be determined. Possible factors that may contribute to a leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, it may be possible that the sidearm and or inflation port within the sidearm was damaged; however, without having the device to examine, a conclusive cause could not be determined. Furthermore, it is likely that the leak contributed to the reported inflation issue; however, it is unknown what caused the leak, therefore, a conclusive cause for the leak or inflation issue cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat superficial femoral artery with moderate tortuosity, moderate calcification and 80% stenosis. The 5.0x80mm armada 35 balloon dilatation catheter was prepped per IFU and advanced over an unspecified 0.035 guide wire. The balloon was partially inflated when a leak was noted at the hub thus preventing the balloon from fully expanding. A 5x100mm armada 35 balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.